Manufacturer narrative:
The generator tested to specification. One error code failure was found in the error code log but is unrelated to the reported event. The site has been sent a hotline informational newsletter on preventing or fires and a dvd on or fire safety.

Event description:
The report stated that there was an or fire. This was a neck surgery. As the surgeon began to cut, there were sparks followed by the fire. The patient return electrode was a full body capacitive pad. (Non-valleylab product) this was a severe second degree burn. To date no skin grafts have been required. Current treatment is ointment and bandages, and they are watching to see if further treatment is necessary.